Manufacturer narrative:
One medfusion 3500 pump was returned for evaluation of the reported event. The pump was received in good condition with no appearance of any physical damaged, however, the battery cable was damaged. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found. A power up process and keypad test was performed to investigate the issue. The reported issue was unable to be duplicated as all the buttons on the keypad operated as intended. The keypad was replaced as a preventative measure. Device passed all functional testing.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a system failure with the control key switch background test. It is unknown if a patient was involved. No adverse effect was noted.